Event description:
Per the clinic, the device was explanted (date not reported) in order to allow the patient to undergo an MRI scan. The patient was reimplanted with a new device on (B)(6) 2012.

Manufacturer narrative:
Correction: the correct date of awareness and date manufacturer became aware is (B)(6) 2012; not (B)(6) 2012 as previously reported.this report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.